Event description:
A coronary stent with delivery system was successfully advanced and deployed at the target lesion site in the pt's right coronary artery. A second coronary stent with delivery system was successfully advanced proximal to the first stent at the target lesion site. Attempts to inflate the balloon catheter and deploy the stent were unsuccessful. During successful withdrawal of the sds from the pt, stent was observed to be on the guidewire. An attempt to cross the stent with a 3.5 balloon catheter was unsuccessful. A subsequent attempt to cross the stent using a 3.o balloon catheter was successful and the stent was successfully deployed. There were no clinical sequelae reported relative to this event.